Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was not able to duplicate the user's report of flickering image and broken video connector, but there was no image under the digital visual interface (dvi) channel due to a defective dp board (printer circuit board). The investigation is ongoing, and this report will be supplemented if new and relevant information is received later.

Event description:
Olympus was informed that the flat connector is loose, causing the image to flicker. The facility completed the case with another similar device. There was no injury or death reported. The case was not delayed for more than 15 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenons of "loose flat connector" and image is flickering due to loose flat connector" were not reproduced according to the evaluation of the unit. It was not possible to judge the cause of these events. The suggested phenomenon "dvi [digital video interface] output does not produce images due to dp board [printed circuit board] failure" was confirmed in evaluation, and presumed to have been due to the failure of the dp board. However, the cause of the board's failure could not be further determined. Olympus will continue to monitor field performance for this device.